Event description:
It was reported that the pt had complained of pain and was admitted to hospital for revision surgery. During the operation, it was noticed that the ceramic was very scratched and some tissue had blackened.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. (B)(4).